Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an upgrade procedure, the physician noted that the suture sleeve had torn in half. The broken suture sleeve was then sutured in place. The physician elected not to attempt to remove the suture and damage the lead. No damage to the lead was noted. The patient was in stable condition post surgery.